Manufacturer narrative:
Additional information: (not confirmed) the evaluation did not reveal any issues relevant to the reported event.

Event description:
On 05/17/2022, it was reported by a sales representative via sems that (2) ar-3210-0030 camera heads are malfunctioning, one is getting stuck as the other is getting hot. This was discovered during an unknown time, with no patient effect reported.